Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue. It was further described that the connector could not connect to the titanium adapter; through further checking it was found that the connector was uneven (not further described). This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.